Manufacturer narrative:
Once the investigaiton is completed, a supplemental MDR will be filed.

Event description:
It was reported that the shaver piece broke off in patient during procedure. The piece was retrieved from patient. There was no patient injury or medical intervention reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection revealed that the distal tip of the inner shaft was broken off from the device. A review of the device history record indicates the device met all inspection and test criteria prior to release. The most likely root causes are the user applying too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or other metal objects, resulting in damage to the blade. Instructions for use (IFU): "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury." "Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force." "Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the shaver piece broke off in patient during procedure. The piece was retrieved from patient. There was no patient injury or medical intervention reported. These are commonly used devices that are readily available.